Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture to right side device. Patient experienced stiffness and fever 5 years after devices implanted. Rupture diagnosed by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: underweight, one opening extended on the posterior, red particles on the shell and gel, crease flat. A microscopic analysis was performed which identified: one opening sharp and non-penetrating nick, near of the opening site, this condition was called surgical impact and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the posterior assessed as surgical impact.

Event description:
Physician reported rupture to right side device. Patient experienced stiffness and fever 5 years after devices implanted. Device has been explanted and replaced.